Manufacturer narrative:
Manufacturing site: (B)(4), registration number: (B)(4). Attempts were made to gather complete event information. The patient had no complication. The guidewire including a broken piece and a cut piece was returned for investigation. The broken piece was inside a support catheter when the guidewire was returned. The broken piece was removed from the catheter and measured. The guidewire was broke at approximately 14cm from the distal tip and cut approximately 160cm from the proximal end. By adding the length of all pieces returned, it is concluded that the whole guidewire was returned to the manufacturer. Under microscopic evaluation, breakage site of the guidewire was observed. Striations, fatigue cracks, and ridged fracture surface were observed on both distal and proximal breakage points suggesting repeated bending force was applied to the guidewire. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the investigation outcome, it is concluded repeated bending force that focally applied contributed the guidewire breakage leading the shaft of the guidewire to break. There was no indication of product deficiency. The warnings section of the IFU states: - never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. - if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. - when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720?) In the same direction.

Event description:
Reportedly, during pci for treating cto lesion in the rca, a guidewire was used under support of a catheter, the physician felt something wrong with the guidewire and attempted to remove the guidewire. It was when the distal portion of the guidewire shaft broke. The physician cut the catheter's hub and the guidewire shaft in order to insert a snare to retrieve the guidewire fragment left in the vessel. Retrieval went successful and the procedure was resumed. A stent was placed and blood flow was restored.